Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. As no serial number was provided, we were not able to complete a device history record review. The IFU states that a possible causes the image not appear is that ¿the monitor is not connected correctly.¿ when this occurs, the recommended solution is to ¿connect the monitor cable as described in section 3.6 ¿connection of the monitor¿. Because the reported event only occurs intermittently, investigation believes that foreign matter one the subject device caused the reported failure. If dust, dirt, or medical solution adhered to the video connector, the electrical contact of the connector may have become compromised and unstable. This failed connection would lead to the images not properly being transmitted between the scope and video processor. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned for evaluation. As the customer was able to resolve the issue by rebooting the device, device return is not anticipated at this time. However, if additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer called in to report the visera elite video system center was not producing an image. However, the customer went on to note that after rebooting the device, it was functioning properly. There was no patient harm or consequence reported as a result of this event.